Event description:
Caller indicated the assure platinum meter was reading high. Testing was preformed on pt while pt was in bed, nurse received reading of hi with both meters, retested with another meter and got a bg reading of 127. This has happened multiple times with both meters in the past 2 weeks. No treatment given. Controls used were in range.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.